Event description:
Boston scientific received information that this right ventricular (rv) lead, implanted with another manufacturer's device, exhibited increased pacing impedance measurements resulting in 1,600 ohms. It was noted that previous pacing impedance measurements at the patient's last in clinic follow up were 798 ohms. Additionally, the lead exhibited increased threshold measurements. The lead exhibited noise on the rate/sense and shock electrogram (egm) with patient isometrics. The physician inquired if this lead was included in an advisory. Boston scientific technical services (ts) discussed that the lead is not included in any advisories. No adverse patient effects were reported.

Manufacturer narrative:
Subsequent information was received that the lead was explanted and replaced. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Laboratory analysis confirmed the clinical observations. Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. The lead was severed and returned in four segments with the extracting stylet in the tip segment, some segments of the lead were not returned, not all ends of the insulation matched up and some conductors were missing. Visual observation noted cuts/abrasions in several locations in the insulation, the conductor coil was extremely stretched in the tip segment likely due to the extracting stylet and the rate/sense conductor coil (all three filars) was fractured. Analysis concluded that the approximate location and type of fractures on this lead was consistent with fatigue fractures.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.